Event description:
A 2-year-old chronically ill girl had this catheter placed for tpn. The catheter broke very spontaneously at home. The catheter was successfully repaired using repair kit designated specifically for the catheter. Repair did not hold. The catheter fell apart with ease after repair attempt. A different brand of catheter was subsequently placed.